Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was getting alert 01 patient line open and 02 low flow. Mis walked through stop therapy, drain, disconnect and reconnect holding nowhere near clear connector. Verified audible clicking with each connection. All lines straight with no bends or kinks. Nurse started therapy and device alerted low flow, air leak and patient line open. System diagnostics were patient temperature was 36c, target temperature was 36c, water temperature was 7c water flow rate was 0 lpm, inlet pressure was -0.1 psi, circulation pump command was 100 percent, mixed pump command was 0, heater was 0, water reservoir level was 4, system hours was 4278.9. Disconnected pads and switched device to manual mode. Guided nurse through enabling manual mode. Control patient adjust more manual control (third down on the left) and select time and temperature. Save and on the main screen it would have an option for manual mode. No changes in flow rate or inlet pressure. Mis advised device need to be evaluated and to send to biomed. The device was sent to biomed, biomed called on 30nov2022 for low flow, asked to speak with tech support.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Alert 01 and alert 02 were confirmed in the event log as well as on the service floor. Alert 1 and alert 2 indicates low flow due to the pumps needed replaced. Circulation pump was serviced during the pm. Device did not cool. The device underwent pm servicing while in for repair. Mixing pump was serviced during pm. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold, coin cell was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the nurse was getting alert 01 patient line open and 02 low flow. Mis walked through stop therapy, drain, disconnect and reconnect holding nowhere near clear connector. Verified audible clicking with each connection. All lines straight with no bends or kinks. Nurse started therapy and device alerted low flow, air leak and patient line open. System diagnostics were patient temperature was 36c, target temperature was 36c, water temperature was 7c water flow rate was 0 lpm, inlet pressure was -0.1 psi, circulation pump command was 100 percent, mixed pump command was 0, heater was 0, water reservoir level was 4, system hours was 4278.9. Disconnected pads and switched device to manual mode. Guided nurse through enabling manual mode. Control patient adjust more manual control (third down on the left) and select time and temperature. Save and on the main screen it would have an option for manual mode. No changes in flow rate or inlet pressure. Mis advised device to need to be evaluated and to send to biomed. The device was sent to biomed, biomed called on 30nov2022 for low flow, asked to speak with tech support . As per sample evaluation results received on 11jan2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the arctic sun device did not cool.